Event description:
One touch ultrasmart meter would not turn on. Patient stated that this was a brand new meter which they had for a month now. This meter never powered on. Tried replacing the batteries. The power issue could not be resolved with troubleshooting and the patient was sent a new meter. Patient also stated that during that month that they were not able to test on meter, they had been visiting doctor to get blood glucose tested. Blood glucose levels has been running high in the 300's. During this time, never received any treatment by doctor. Kept on taking set amount of insulin and oral medications. Also mentioned that doctor is in the process of adjusting set amount of insulin. No further information was provided.